Manufacturer narrative:
The pump was received with high idle current due to a faulty component on the motherboard. The pump passed the self test, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the pump alarmed unexpected restart after a battery change due to a faulty component on the interface board. The pump was unable to download to care link due to multiple displayable history alarms in the history screen due to a corrupted history file. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting advised customer to monitor the pump and call back if issues arise again.